Manufacturer narrative:
Since this event resulted in a serious injury. It is reportable, per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort, based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
A patient reported, being sensitive to cold. And brushing her teeth, which started, during step 11. The patient also, has mobility issues, that are not within normal limits. The patient dentist has sent a letter of recommendation to remove the patient from treatment, due to excessive mobility issues.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.